Event description:
The surgeon implanted a collamer lens model cc4204bf and was torn during implantation. The lens was removed without patient injury. The facility did not specify the model and lot numbers of the cartridge and injector used in surgery.

Manufacturer narrative:
Evaluation results: visual inspection of the lens showed evidence of surgical residue and the optic was torn. The cartridge was not returned. Conclusion - (no conclusion can be drawn): the root cause for this event could not be determined because the cartridge and injector were not returned.